Manufacturer narrative:
Date sent to the FDA: 3/2/2023. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2014 due to small bowel obstruction and adhesions.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 03/07/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.